Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The DHR (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an "error code 3" error message on the adc freestyle libre reader. The customer did not experience any symptoms however, she was unable to self-treat and received a glucagon injection from her husband. No further information was provided. There was no report of death or permanent injury associated with this event.